Event description:
It was reported that the "rollator wheel has come off unit. Rear left wheel came off when pushing it. Thinking the bearings have worn down. One has fallen off and the other one is wobbly and going to fall off too."

Manufacturer narrative:
It was reported that "rollator wheel has come off unit. Rear left wheel came off when pushing it. Thinking the bearings have worn down. One has fallen off and the other one is wobbly and going to fall off too." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.